Manufacturer narrative:
Received one device. Visual inspection found no damage, customer complaint of device triggered error code 41622 confirmed through power-up test and during motor test. Replaced cam flex sensor. Performed power-up test and motor test. Performed sensor calibration. Validated repair through occlusion test. Performed performance verification tests (pvt), unit passed all testing criteria. Software updated. Unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was placed on the set and triggered error code 41622, indicating a motor timeout. The issue was discovered during testing. There was no patient involvement.